Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that no delivery was found in insulin pump. Blood glucose was 296mg/dl. Troubleshooting was performed. Customer stated the insulin pump was not dropped or bumped. Customer stated that bolus was stopped during no delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus stopped alarm noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. After testing it was concluded that the device operated within specifications.